Manufacturer narrative:
Additional information: d9, g3, h3, h6, h11. The product evaluation could not verify the failure mode. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
T was reported that an intraocular lens (iol) was explanted from a patients eye due to blurred vision with a purple hue. Central posterior streaks were also visible on the lens. A second iol of a different lens model and power were implanted successfully. The surgeon indicated the cause of the event was possibly the delivery device. Additional information has been requested but not received.